Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 50 mg/dl and the cause was not known. The customer was taken to the emergency room (ER). The customer was given treatment for a tongue bite and glucagon for the low bg. After a few hours, the customer left the ER in stable condition with the bg in the high 100s mg/dl. As the event had occurred in the past, a cause of the low bg could not be determined.